Event description:
It has been discovered during the device servicing that both bolts to attach the weight unit were loose and no nuts were mounted.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.